Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) lcd panel defective observed during routine check. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) inspected the unit and observed a black spot located at the lower right corner of the display. The fse replaced the top display lcd assembly (d160-00-0127). The unit passed all functional tests and performance checks in accordance with the service manual. The unit was returned to the customer and cleared for clinical use. The failure analysis and testing department received the following pn 0160000085 upper display sn (B)(6) with a reported unit failure of lcd panel defective the failure analysis and testing dept performed a visual inspection of the part received and found that part number 0160000085 sn (B)(6) has a dark spot in the bottom right corner the fat department installed part number 0160000085 upper display serial number (B)(6) in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per cardiosave service manual number 0070000639 revision r. The fat department identified a dark spot located in the bottom right region of the display as illustrated in the attached image the failure analysis and testing department was able to verify the failure as described by the customer retaining the pn 0160000085 sn (B)(6) upper display in the fat dept per procedure 000207d008 rev av.

Event description:
N/a.